Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. The stapler was returned with 35 staples remaining in the cover block. A gap was present in the staples and the remaining staples were stuck in place. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon engagement of the trigger, no staples fired. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from firing correctly. The source of the staple misalignment could not be conclusively determined. A non-conformance was previously opened to address the issue of misfire/jamming in wide visistat staplers. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. A gap was present in the staples. Upon functional inspection, no staples fired. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was previously opened to address the issue of misfire/jamming in wide visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.